Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 occurred on a homechoice during drain of peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.